Manufacturer narrative:
Citation: nienaber s, curio j, lee s, et al. Tavr-in-tavr for early degeneration of a novel self-expandable valve dedicated to treatment of aortic regurgitation. Jacc cardiovasc interv. 2024;17(22):2698-2700. Doi:10.1016/j.jcin.2024.08.015 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who had a medtronic 26 mm evolut fx transcatheter aortic valve implanted valve-in-valve in a deteriorated non-medtronic transcatheter valve (jenavalve). In their account of the procedure, the authors wrote that the evolut fx valve was ¿positioned and deployed as intended.¿ afterward, a post-dilation was performed with a non-medtronic 22 mm balloon (true/lomavista) to fully expand the valve frame. Then angiography showed compromised coronary flow, prompting the deployment of stents that had been placed in the right and left coronary arteries at the outset of the procedure as a protective measure. Ultimately, the authors recorded good coronary flow and proper valve-in-valve positioning with no paravalvular leak and a gradient of 5 mmhg. As documented in the article, ¿the patient was discharged in good condition, and an excellent outcome was confirmed at the 30-day follow-up.¿